Event description:
It was reported that there were channel errors from four attached pump channels (three large volume pumps and one patient controlled analgesia. Patient pressed button for pca delivery and the entire set up crashed, all screens/lights lit up then turned off, and the set up rebooted. No information was retained or retrievable from the previous settings. Devices removed from service and red tagged. The event occurred at 0322 and there active infusions were hydromorphone and ketamine pca on demand dosing; ivf maintenance at 5 ml/hour; heparin at 500 unit/h (5 ml/h); alteplase at 0.5 mg/h (5 ml/h). There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-61130 is a concomitant. Please refer to manufacturer report number 2016493-2025-61112 and 2016493-2025-61124 which captured the correct suspect device per investigation report.

Event description:
It was reported that there were channel errors from four attached pump channels (three large volume pumps and one patient controlled analgesia. Patient pressed button for pca delivery and the entire set up crashed, all screens/lights lit up then turned off, and the set up rebooted. No information was retained or retrievable from the previous settings. Devices removed from service and red tagged. The event occurred at 0322 and there active infusions were hydromorphone and ketamine pca on demand dosing; ivf maintenance at 5 ml/hour; heparin at 500 unit/h (5 ml/h); alteplase at 0.5 mg/h (5 ml/h). There was patient involvement but no harm.